Event description:
Olympus medical systems corp (omsc) was informed that an olympus field service engineer (fs) found the pin within the equipment side connector for automated endoscope reprocessor (aer) fo the subject device was broken and missing when the fs visited the facility and check connection tube in the facility. The facility reported that they did not know when the pin broke. There was no patient injury report related to the event.

Manufacturer narrative:
The subject device was not returned to smsc for evaluation. Based on the similar case, the pin likely broke due to excessive force during use. The device instruction manual indicated in its "preparation and inspection" that "over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process." This report is being submitted as a medical device report in abundance of caution.